Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is full of infection and has been placed on hospice. Additional information received from the vad coordinator notes the pt is in hospice care and will remain there. No status change.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.